Event description:
As reported, the patient had an initial left tka on (B)(6) 2010. The patient complained of pain and was revised on (B)(6) 2023 due to a loose femur and recalled poly. The patient was revised to exactech devices. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: 1487932 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm 1664846 02-012-41-3030 - logic tibia. Traptray cem sz 3f/3t 1707906 200-02-35 - three peg patella 35mm. 1789213 200-02-35 - three peg patella 35mm. Unknown which patella was implanted. H7: z-0021-2022 for 1487932 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear of the patella and tibial insert, and aseptic (non-infected) femoral loosening, after being implanted for more than 13 years. The femoral loosening may have been the result of degradation of the bond between the femoral component and the bone, patient-related conditions, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned to exactech for evaluation.